Event description:
A customer reported that their AED would not power on during a rescue attempt on a 41 year old patient. They reported that the pads were attached, but the AED did nothing. They further reported that ems arrived and took over with their own equipment and the patient survived to hospital, but did not survive to hospital discharge.

Manufacturer narrative:
Review of the electronic data files for AED serial number (B)(4) shows the device was placed in service on (B)(6) 2021 with battery pack serial number (B)(4). On (B)(6) 2021 during an automated self-test, the AED detected that pads were not connected to the AED and attempted to alert the user by flashing its red asi and chirping. The AED continued to chirp and flash its red asi until with no evidence of any human interaction to address the device's condition until (B)(6) 2022 when the AED's battery pack became fully depleted.